Event description:
The customer reported a smartsite leak on a patient receiving an insulin infusion. The solution was leaking from the center of the "blue plunger". There was no report of patient harm or medical intervention. No further patient/event information was reported.

Manufacturer narrative:
Manufacturer's report date: august 21, 2014. (B)(4). This report was filed by the manufacturer. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.